Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between (B)(6) 2025. This report summarizes 1 event for the failure: material fragmentation. - 1 event had problem identified during non-clinical procedure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 1 event was reported for this quarter. Product return status 1 device investigation type has not yet been determined. Evaluation findings (results/components) 1 device: results pending completion of investigation / part/component/sub-assembly term not applicable product disposition 1 device: product disposition is not yet determined additional information 1 device was not labeled for single-use. 1 device was not reprocessed or reused.